Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00 x 16 mm promus element¿ plus stent was selected for use and there was difficulty in advancing the device to the lesion. Upon withdrawal, it was noted that the stent struts were bent outwards. The procedure was completed with another of the same device. There were no patient complications and the patient status is stable.

Manufacturer narrative:
Device evaluated by MFR: device evaluated by MFR: promus element plus mr ous 3.00 x 16mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Proximal stent struts 5-7 were bunched and overlapping causing the proximal end of the stent to move in a distal direction. The manufacturing crimp data for this device was reviewed and there were no issues to note. The maximum stent profile was found to be within the maximum crimped stent profile specification. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and there were no issues noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination of the hypotube found that there were multiple kinks along the full catheter length. An examination of the shaft polymer extrusion revealed a kink in the inner/outer extrusion at approximately 24mm proximal of the bi-component weld. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. A 3.00x16mm promus element plus stent was selected for use and there was difficulty in advancing the device to the lesion. Upon withdrawal, it was noted that the stent struts were bent outwards. The procedure was completed with another of the same device. There were no patient complications and the patient status is stable.